Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded and the mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the ruptured chordae. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip was implanted without issue, reducing mr to grade 3. The second clip was inadvertently advanced across the valve at 180 degrees instead of the recommended <90 degrees and became caught in the chordae. Removal from the chordae was difficult and resulted in a ruptured chord. The second mitraclip was deployed, but mr was back up to grade 4. A third mitraclip was implanted reducing mr to grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. The reported patient effect of mitral valve injury (ruptured chord) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip nt instructions for use states instructs to cross into the left ventricle with a clip arm angle of less than 90 degrees. All available information was investigated and the reported user error was associated with the user advancing the clip into the left ventricle at 180 degrees, resulting in the clip becoming caught in the chordae. The reported ruptured chord was the result of the clip becoming caught in the chordae and is; therefore, related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.